Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula from which fluid was observed to leak from. The timing and cause of the soft cannula tear could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 312 mg/dl while wearing the pod for an unspecified amount of time. The customer had originally reported the pod for leaking and failure to adhere.